Event description:
Following the deployment of a 23mm sapien valve with a final position of 60:40 aortic/ventricular, a leaflet was not functioning. Severe central ai was noted and confirmed by echo. No native leaflet overhang was observed. Attempts were made with the pigtail catheter to get the leaflet moving with no improvement. A second valve was prepped and deployed slightly aortic to the first valve, resolving the cai. The patient remained stable throughout the procedure.

Manufacturer narrative:
Per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. Cine and tee images were provided to edwards and reviewed by the medical director. The following observations and impressions were provided: cine; severe aortic valve calcification, no aortic root calcification, no porcelain aorta; good coaxial alignment of the valve and delivery system; good image intensifier angle (iia); post deployment the valve is 60:40-70:30. There is evidence of a native leaflet hanging up on the edge of the valve at the left coronary cusp (lcc); post deployment there is severe ar; a second valve was deployed slightly aortic to the first valve, and resolved the regurgitation tee; bulky leaflet calcification; unable to confirm the reported non-functioning leaflet on tee. In this case, on the cine images provided, the report of non-functioning leaflet with regurgitation appears to be related to bulky leaflet calcification and the native leaflet overhanging the lcc. This cannot be ascertained in the tee images provided. The regurgitation was resolved with deployment of a second valve slightly more aortic. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.